Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the 8fr sheath was inserted into the patient's femoral artery. As the surgeon was advancing the iab through the 8fr sheath, the iab could not be inserted past the renal arteries. The iab was removed, but it is reported that the 8fr sheath "kinked itself at the exit of the sheath." The removal of the iab and the 8fr sheath was difficult. As a result, the md found it impossible to continue with another iab insertion. The patient suffered a hematoma of the femoral artery. There was no reported patient death. There was not an attempt to insert another iab. There were no reported patient complications. The outcome of the patient is listed as "fine".

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out sideways. No other details available. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.